Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the malfunctions. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited errors e216 and e226; no image; intermittent image; white residue on the air/water cylinder; and scrapes on the scope connector. There was no patient involvement.